Manufacturer narrative:
Additional information: updated event description.

Event description:
Updated event description: a user facility reported a fresenius 2008t machine that gave off a burning smell when it was powered on to perform a disinfection rinse. Upon inspection by the biomedical technician, it was determined that a driver on the actuator test board was burned. It was confirmed there was no patient involvement, and the biomed confirmed he replaced the actuator test board to resolve the issue and return the machine to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was confirmed that a biomedical technician replaced the actuator board to resolve the issue and return the machine to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine that gave off a burning smell when it was powered on to perform a disinfection rinse. Upon inspection by the biomedical technician, it was determined that a driver on the actuator test board was burned. It was confirmed there was no patient involvement, and the biomed confirmed he was waiting on a replacement actuator test board to complete the repair and return the machine to service.